Manufacturer narrative:
Date sent to the FDA: 10/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery and small bowel adhesiolysis on (B)(6) 2012 during which the surgeon noted significant adhesion of the small bowel to the abdominal wall where mesh was encountered. He proceed with 90 minutes of lysis of adhesions. The small bowel was completely dissected down from the adhesions to the abdominal wall and part of the mesh was unable to be completely separated off from the bowel. It was reported that the patient experienced severe pain, bulging, dense adhesions, inflammation, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2010 which is captured in separate file. No additional information was provided.